Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 'device failed downstream occlusion 21.93psi 24.47 psi' was not reproduced. Evaluation inspected the device and a false downstream occlusion alarm occurred. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor out of calibration. Force sensor will be replaced to correct the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion at 21.93 psi (pounds per square inch) 24.47psi during testing in the biomedical service department. There was no patient involvement. No additional information is available.